Manufacturer narrative:
Concomitant products: product ID 3889-28, lot# v278329, implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type lead; product ID 3095-10, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2014, product type extension. (B)(4).

Event description:
It was reported that health care provider was unsure of the cause of the event. There was none abnormal impedance measurement noted. It was indicated as unknown if the event was due to ins/lead/extension. It noted that original lead appeared to be poorly positioned thus removed and a new lead placed along with new battery. It was indicated there was no hospitalization and patient outcome was reported as ¿no injury¿. A follow-up report will be sent if additional information becomes available.